Event description:
It was reported that the target lesion was located in the left anterior descending artery (lad). Two balance middleweight (bmw) guide wires were advanced into the lad. A xience prime 2.5 x 18 mm stent, a xience prime 2.75 x 12 mm stent, and a xience prime 2.75 x 8 mm stent were implanted in the lad. A xience prime 3.5 x 8 mm stent was implanted in the left main (lm). When the xience prime 3.5 x 8 mm stent was placed in the lm, one of the bmw guide wires was withdrawn back into the guiding catheter before inflation of the stent delivery system (sds). The stent was deployed and the sds was withdrawn. During retraction of the sds, a bit of resistance was encountered with the bmw guide wire which had remained in the vessel. The bmw guide wire separated during withdrawal of the sds and the separated portion was retracted from the anatomy inside the sds. The final patient outcome was reported to be good, with no ill effects. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported detachment of the device was confirmed. The reported difficult to remove was not confirmed due to the condition of the returned device and being based on operational circumstance. Based on the visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed no corrective action will be implemented in this case, as there does not appear to be any indications of a product quality deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: stent: xience prime 2.5 x 18 mm, 2.75 x 12 mm, 2.75 x 8 mm, 3.5 x 8 mm. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.